Manufacturer narrative:
H6: investigation summary: no samples or photos received by our quality team for evaluation. Furthermore, a device history record review was completed for provided batch number 1341422. According to the sampling plan applied for product performance, this batch was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacturing of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred during production. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. H3 other text : see h10.

Event description:
It was reported that bd safetyglide needles had blockage issues. It was reported by the initial reporter that verbatim: additional information from pr (B)(4)on 07-28-2023. - are you able to provide the date of event in format dd-mmm-yyyy? Multiple dates across 7 locations of care with the same lot number. - how many needle(s) is affected? Multiple needles (estimated > 50) across 7 locations of care with the same lot number. Additional information from customer response on 08-02-2023. Dates were not recorded at the other locations nor the number of needles that had issues. All the issues were the same: · mckesson prevent sg hypodermic needle (192-n251s) 25 g x 1 inch · lot 1341422. · inability to move fluid through the needle. · resistance when trying to move fluid through needle prior to injection. · inability to express air from syringe. The only exception is that none of those instances involved a patient. They were all discovered before medication administration. It was not until the original practice notified us of the patient event that we then solicited to others if there had been issues.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field.) H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd safetyglide needles had blockage issues. It was reported by the initial reporter that verbatim: additional information from (B)(4) on 07-28-2023. Are you able to provide the date of event in format dd-mmm-yyyy? Multiple dates across 7 locations of care with the same lot number. How many needle(s) is affected? Multiple needles (estimated > 50) across 7 locations of care with the same lot number. Additional information from customer response on0 8-02-2023: dates were not recorded at the other locations nor the number of needles that had issues. All the issues were the same: mckesson prevent sg hypodermic needle (192-n251s) 25 g x 1 inch. Lot 1341422. Inability to move fluid through the needle. Resistance when trying to move fluid through needle prior to injection. Inability to express air from syringe. The only exception is that none of those instances involved a patient. They were all discovered before medication administration. It was not until the original practice notified us of the patient event that we then solicited to others if there had been issues.